Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be damage to the ceramic beak of the sheath caused by thermal-induced impact, wear and tear, improper handling, or mechanical overload such as a fall, shock, or similar stress. The event can be prevented by following the instructions for use which state: 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus that during reprocessing found ceramic beak of inner resection sheath was broken and need to take it to service center for repair and inspection. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, isolation beak found broken. In addition, the device evaluation found sealing was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.